Event description:
It was reported that the patient presented in clinic for a routine follow up with the message, "diagnostics cleared due to invalid data." The device was still implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. E3: company representative.